Event description:
It was reported that the patient underwent a gynecological procedure to treat a ventral hernia on (B)(6) 2000 and mesh was implanted. It was reported that the patient experienced multiple complications, including pain and nausea , vomiting and fever on (B)(6) 2012. She underwent surgery on (B)(6) 2012, which revealed a bowel obstruction and intra-abdominal adhesions of mesh to the anterior abdominal wall. The patient was reportedly admitted to hospital with another small bowel obstruction on (B)(6) 2013, requiring a subsequent surgery. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.